Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon cs ins size 8 9mm; 5531p809; lec695. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to pain. A size 8 baseplate and 8 x 9 cs insert were revised to a universal baseplate with augments and an 8 x 12 cs insert. Rep provided primary and revision usage sheets and an explant picture and confirmed that no further information will be released.